Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The customer was admitted into the hospital on (B)(6) 2017 and was treated with soda, crackers, and dextrose drip, and released from the hospital on (B)(6) 2017 with the issue resolved and no permanent damage. Review of the bolus history by tandem technical support showed a quick bolus of 25 units had been delivered by the customer at 3 am. During troubleshooting with tandem technical support, the customer acknowledged having intentionally delivered a bolus of 25 units. Additionally, the clinical diabetes specialist educated the customer on how the pump history displayed the bolus requests.